Manufacturer narrative:
H10: h2: additional information on a1, a2, a3, b5, e1 and h6 (health effect - impact code).

Event description:
It was reported that during a shoulder arthroscopy, the internal plug from the bioraptor anchor could not be locked lightly. The device was removed from the patient due to the malfunction. The procedure was completed with non-significant delay using a back-up device in the originally drilled bone hole. No further complications were reported. The status of the patient is good.

Manufacturer narrative:
H10: h2: additional information on b5.

Event description:
It was reported that during a shoulder arthroscopy, the internal plug from the bioraptor anchor could not be locked lightly. The device was removed by tweezers and forceps, from the patient, due to the malfunction. The procedure was completed with non-significant delay using a back-up device in the originally drilled bone hole. No further complications were reported. The status of the patient is good.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the internal plug from the bioraptor anchor could not be locked lightly. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10, h3, h6: part of the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned without the stay suture or anchor. The device had debris on it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include off-axis insertion or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.